Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 440.834s; lot: l839116; manufacturing site: grenchen; release to warehouse date: april 13, 2018; expiry date: april, 01 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Reviewing attached picture, the complaint description can be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update the primary surgery was performed on (B)(6) 2019. The plate was removed on (B)(6) in two pieces. All fragments have been removed including the screws used. No new device was implanted because of the previous septic complication.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2019. Exact implant date is unknown, device was implanted in (B)(6) 2019. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: the patient has a tibial osteotomy surgery with tomofix plate in (B)(6) 2019, but after the surgery, he had a septic complication. In april, he was asymptomatic and the x-ray didn¿t show any problems with the plate. During another follow-up examination, the surgeon realized the plate was broken. The patient underwent a revision procedure in june. This report is for the septic complication. The removal surgery due to a broken plate is captured in related complaint (B)(4). This report is for a tibia plate. This is report 1 of 2 for (B)(4).